Event description:
It was reported that the patient had low flow alarms and elevated pulsatility indexes (pi) up to 11 on (B)(6) 2024, the patient presented to the emergency department with dizziness, chest pain, and shortness of breath, and was admitted to the hospital. Implantable cardioverter-defibrillator (ICD) interrogation reported sustained nonsustained ventricular tachycardia. On (B)(6) 2024, ICD interrogation reported frequent premature ventricular contractions. Log files confirmed the low flow alarms with high pi on (B)(6) 2024. The estimated flow appeared to be fluctuating below the alarm threshold of 2.5 lpm. Most of the low flow events were unsustained and the estimated flows were averaging 2.3 to 2.4 lpm and pi was averaging from 9 to 11.6 during these events. The patient was determined to be hemodynamically optimized, euvolemic and adequately supported despite occasional flows between 2.0-2.5 lpm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, the report of low flow alarms was confirmed through the on-site evaluation conducted by abbott representative; however, a specific cause for these events could not be determined through this evaluation. The controller event log file contained events from (B)(6) 2024 through (B)(6) 2024. Multiple low flow alarms were captured on (B)(6) 2024 and (B)(6) 2024 that were associated with elevated pulsatility index (pi) values. No other notable events were observed, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the events; however, no additional information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 1 and section 4 of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Following software upgrades, the hm3 lvas pocket guides to alarms for patients (document #(B)(4), rev. A) and clinicians (document #(B)(4), rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was re-admitted for frequent low flow alarms. They were determined to be hemodynamically optimized, euvolemic and adequately supported despite occasional flows between 2.0-2.5 lpm. A low flow software upgrade was requested by the physician and the upgrade was successfully completed on the patient¿s primary and backup system controllers on (B)(6) 2024 without issue.